Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reported stated the patient suspected the basal program had been deleted by the pump without user interaction. During troubleshooting, the pump history was reviewed; nothing specific was found during troubleshooting. However, the basal program was empty. The reporter stated the patient denied emptying the basal program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2017 with the following findings: a review of the pump black box showed a 244 alert on (B)(6) 2017 at 12:21 pm indicating that the basal program was cleared by the user. During testing, the pump was exercised for 24 hours without clearing basal. When basal program was manually cleared in testing, the pump gave the appropriate ¿clear program deletes all basal segments in this program¿ alert. The complaint of a history settings issue was not duplicated during investigation. The issue was determined to be user error. There was no defect found.